Event description:
A review of the reported information indicates that model rf310f vena cava filter allegedly experienced detachment of device or device component and perforation. The information was received from a single source. This malfunction involved one patient with no patient consequences. A 59 years old male patient weight was not provided.

Manufacturer narrative:
H10: the lot number for the reported malfunction was not provided, therefore, a lot history review could not be performed. The device was not returned for evaluation; however, medical records were provided and reviewed.therefore, the investigation is confirmed for filter limb detachment. However, the investigation is inconclusive for the perforation of the inferior vena cava. Based on the available information, the definitive root cause is unknown.the device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a lot history review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. However, medical record was received for evaluation. The company is still investing the issue at this time. The device is labeled for single use.

Event description:
A review of the reported information indicates that model rf310f vena cava filter allegedly experienced detachment of device or device component and patient device interaction problem. The information was received from a single source. This malfunction involved one patient with no patient consequences. A (B)(6) years old male patients' weight was not provided.